Manufacturer narrative:
Info from user facility report: device available for eval: yes. According to the info we received, the 3303 pulse oximeter was placed in the bed with the pt while plugged into the ac outlet and the charger/adapter became unplugged. We suspect that the connector inadvertently became unplugged and came in contact with the pt's moist skin. Moisture from the pt's skin or dampened linens provided a conductive path for current to flow from the positive to the negative terminals in the connector which caused the connector to heat up, ultimately resulting in the pt receiving a burn. The charger/adapter is equipped with a thermal cutout (fuse) that will blow when the internal temperature of the base of the charger/adapter reaches a specific temperature. From the info we received, it does not appear that the charger/adapter malfunctioned in any way. The user facility has not provided the monitor or charger/adapter to us to evaluate. The user indicated in their report that the charger/adapter malfunctioned in that it became unplugged from the oximeter. The device is not designed to have the connector for the charger/adapter lock into the receptacle on the oximeter. As stated earlier, the user placed the monitor in the bed with the pt while plugged into the ac outlet. When placed in the bed with the pt there is the possibility that the charger/adapter could become unplugged under unforeseen circumstances and thus is not considered to be good practice. A warning is included in the home use manual stating. "Warning! Do not place the monitor in the pt's bed or crib. Do not place the monitor on the floor." The charger/adapter is also labeled with a symbol signifying that it is moisture sensitive. According to the user facility, the pt experienced a burn and was treated with a topical ointment. There is no indication that the outcome was life threatening or resulted in the permanent impairment of a body function or permanent damage to a body structure; or necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Results: a review of our labeling identified that the warning to not place the monitor in the pt's bed is not in the clinician's operation manual. It is as stated earlier, in the home use manual which is included with each 3303 oximeter and the charger/adapter is labeled with a moisture sensitive symbol. Method: the user facility had an outside firm conduct an evaluation of the charger/adapter involved in the incident.

Event description:
Charger/adapter for pulse oximeter malfunctioned. Charger/adapter came apart from pulse oximeter and slid under resident. Resident has little or no awareness of her environment and requires total care in all areas. She sustained a 3cm by 2cm third degree burn of left side of her upper back. The plastic part of the end of the charger/adapter which came off the pulse oximeter melted and burned a small area of the bedding. The charger/adapter part is made by the same manufacturer: a/c adapter bci power supply, lot #w46713, catalog #8210.